Event description:
It was reported that the 6600 system would not x-ray. No pt injury was reported.

Manufacturer narrative:
The customer canceled the service call. A follow up report will be filed when add'l details become available.